Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is receiving insulin flow blocked alarms at least three to four times a day. Then, at times, the display of the pump will read "0 units left," but there is s reservoir in the pump with, sometimes, up to 200 units of insulin in it. Also, at times, the insulin pump will rewind by itself. The caller declined providing the customer's blood glucose value at the time of the incident. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during our testing. No prime seating anomaly noted. During the occlusion test, a water filled reservoir and infusion set was inserted into the reservoir compartment; the insulin pump recognized the water filled reservoir and infusion set in the reservoir compartment. The test reservoir volume matches the units left on the insulin pump screen. No unexpected errors, alarms or unexpected rewind anomaly noted during our testing. The insulin pump had scratched case.